Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck) and service code 204 (belt/monitor unusable). The cause for the service code 105 was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca that were shorted from high voltage traveling to low voltage circuitry, and the cause for service code 204 was isolated to a shorted u409 component on the pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.